Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed at the distributor. The reported problem (arrhythmia alarm) has been confirmed. Upon investigation the monitor was unable to properly communicate with the electrode belt. The cause for the communication issue was a defective computer/analog board. The root cause for the defective computer/analog board could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving false arrhythmia alarms.